Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer reported that they insulin pump had cracks. The customer also reported that the insulin pump reset itself. The customer's blood glucose was unknown at the time of incident. The customer declined troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump was monitored for 24 hours no a64 alarm noted. No buzzing, audio, beep or reset anomaly noted. The insulin pump was programmed with test glucose meter and communicated properly; the reading showed in the insulin pump history. The insulin pump was down loaded to carelink properly and report show glucose values from blood glucose meter. However, the insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at the reservoir tube window corners.